Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had discomfort at the ipg site. The patient underwent an ipg replacement and repositioning procedure. The patient was doing well postoperatively. The explanted device will not be return due to facility policy.